Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Front panel and gas supply indicator were damaged upon visual inspection. Functional testing done. With approximately 15 cmh2o of backpressure applied to the device, the cycle indicator led is flashing and the low pressure alarm is not activated during gas-driven ventilation. Could not duplicate customer issue. There were other issue found. Replaced damaged front panel and gas supply indicator. Replaced faulty nrv, switch cam and alarm reed. Replaced sintered filter, MRI-compatible battery, o-rings and washer as a pm. Updated service due label. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the ventilator could not detect breathing and alarmed for low pressure/disconnect. The breathing detection indicator lit up during post, but not while ventilating. There was unknown patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
While performing a review of the file it was determined that it was a duplicate of an existing complaint record. Please disregard any reports associated with file mrn 3012307300-2024-01220. Please reference file mrn 3012307300-2024-01208 for all details pertinent to this event.